Manufacturer narrative:
Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600-650 mg/dl, a mild heart attack, and pneumonia. Reportedly, the cartridge ran out of insulin, and customer did not load a new cartridge onto the pump. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 9/20/22 with the issue resolved and no permanent damage.